Event description:
A report was received that the patient was experiencing inadequate stimulation and loss of stimulation in desired area. An impedance check revealed a high impedance reading. An x-ray confirmed that one of the leads had migrated. The patient will undergo lead replacement procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30, serial (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing inadequate and loss of stimulation. High impedance were noted on the lead. The patient will undergo lead replacement procedure.

Manufacturer narrative:
Sc-2316-50/(B)(4): device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations are 1 cm from both sides of the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The reported complaints of loss of stimulation and high impedances were caused by the fractured cables at the clik anchor site. Sc-2316-50/(B)(4): device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations are 1 cm from both sides of the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The reported complaints of loss of stimulation and high impedances were caused by the fractured cables at the clik anchor site.

Event description:
A report was received that the patient was experiencing inadequate stimulation and loss of stimulation in desired area. An impedance check revealed a high impedance reading. An x-ray confirmed that one of the leads had migrated. The patient will undergo lead replacement procedure.